Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Initial medwatch report was submitted in error; the complaint refers to a non-reportable product malfunction based on the following rationale: the tip of the driver stripped off and can no longer provide final tightening; the fault was identified internally with no complaint from the user facility. No effect to the patient or surgery was reported. Since no breakage of the driver and no adverse consequences are expected should the problem reoccur, the complaint is non-reportable.

Event description:
It was reported that 4 torque drivers have been stripped off at the tip and can no longer perform final tightening. The malfunction was not noted during a procedure, but the devices have been used on patients prior to the discovery. The problem was noted during internal inspection, with no patient involvement nor reported adverse events related to surgery.

Event description:
It was reported that 4 torque drivers have been stripped off at the tip and can no longer perform final tightening. The malfunction was not noted during a procedure, but the devices have been used on patients prior to the discovery.